Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did the package show any signs of damaged when received? Was the package properly sealed when received? What is the lot number?

Event description:
It was reported that the box of twenty four devices arrived at their account with eight of the twenty four device marked with labels stating "samples not intended for human use". No patient involvement. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: - what was the lot number on the box containing these pouches with the label ¿not for human use¿? Unknown - can you send a picture of the box? The customer didn¿t see the box, just the packages - we only received 2 pouches (not 8 pouches) - can you also send a picture of the backside of the other 6 pouches with this label ¿not for human use¿? Pouches were sent lot number ¿ do not have